Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The device history review for the product hemolok ml clips 3/cart 42/box lot# 73g1700447 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found there was a crack inside the living hinge and it could not be used on the ligature. There was no patient injury.

Event description:
It was reported that the doctor found there was a crack inside the living hinge and it could not be used on the ligature. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one clip from unit 544243 hemolok l clips 3/cart 42/box for investigation. One loose clip was returned, but the cartridge was not. The loose clip was visually examined with and without magnification. Visual examination revealed that the loose clip appears used as there is biological material present on the clip. The inner hinge of the clip is broken. This damage was most likely caused by hyperextending the clip or improper loading. According to r & d, the inner hinge breaking would not prevent the clip from functioning properly and would not cause any harm to the patient. The appliers were not returned. Reference files pic_anp1900058843 for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The returned clip was manually loaded into the jaws of the applier. Next, the clip was successfully attached to true-max tubing. The broken inner hinge did not prevent the clip from properly ligating. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the other remarks: jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damages observed on the clip indicate that operational context caused or contributed to this event. The reported complaint of "cracked" was confirmed based upon the sample received. One loose clip was returned. The loose clip was broken at the inner hinge. The broken inner hinge was most likely caused by hyperextending the clip. According to r & d, the inner hinge breaking would not prevent the clip from functioning properly and would not cause any harm to the patient. Upon functional inspection, the clip was able to successfully attach to true-max tubing. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, operational context caused or contributed to this event.